Event description:
It was reported that when the devices were used during a thoracotomy pulmonary resection, the staples did not form when the device was fired. The surgeon had to hand sew over the resection line to complete the case. There was no further consequence to the pt.